Event description:
On 03/08/2024, it was reported by a sales representative via phone that an ar-4020c-06 fastthread¿ biocomposite screw snapped. This occurred during an mpfl reconstruction on (B)(6) 2024, where the screw about 1/3 of the way snapped while being inserted with minimal force. 2/3 of the anchor remains in the patient. The fixation was strong enough to leave in. There was shredding of the graft. The patient had great bone quality, which was prepped using an ar-1406 cannulated headed reamer.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image received from the field, it is evident that the screw was damaged/warped on the distal end. Consequently, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion and/or prying/leveraging the screw during insertion.